Event description:
The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The patient has alleged visible foam degradation. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report captured repair evaluation incompletely, in this report has captured correctly the manufacturer received information alleging an issue related to a dream station auto CPAP device. Alleged device stopped working. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, the device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There were 23 errors code found. UDI has been updated in this report.